Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl. The customer also reported that the insulin pump had frequent no delivery alarms and motor error alarms. The insulin pump will not be returned for analysis.